Event description:
Vns patient has been experiencing hoarseness and painful stimulation since implant. It was reported that the patient's hoarseness had improved somewhat since stimulation was initiated. Treating neurosurgeon instructed the patient to temporarily discontinue stimulation by placing the magnet over the device until such time that they could see the patient. Additionally, the neurosurgeon indicated that traction on the nerve was a possible cause of the patient's symptoms. No change in the hoarseness was noted when stimulation was temporarily discontinued with the magnet. Device output current was increased from 0.25ma to 0.50ma at subsequent office visit. Investigation to date has been unable to determine the cause of the patient's symptoms.